Event description:
It was reported that the patient's left hip was revised due to poly wear and dislocation of the head from the liner. Intra-operatively, the liner was found to be in pieces (confirmed this was not explant damage). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, instability, disassociation involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however photos were provided for review. A review indicated recently explanted devices covered in blood. The liner has fractured on the rim. Clinician review: a review with a clinical consultant indicated " the first x-ray shows a dislocated press fit tha. The second x-ray shows a press fit tha with a constrained liner. It is confirmed that the patient underwent revision surgery for instability. The root cause of this instability cannot be determined from the limited documentation provided." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to disassociation and instability, intraoperatively, fracture of the liner was observed. A review with a clinical consultant indicated " the first x-ray shows a dislocated press fit tha. The second x-ray shows a press fit tha with a constrained liner. It is confirmed that the patient underwent revision surgery for instability. The root cause of this instability cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to poly wear and dislocation of the head from the liner. Intra-operatively, the liner was found to be in pieces (confirmed this was not explant damage). Rep confirmed that no further information will be released by the hospital or surgeon.